Event description:
It was reported that the pump touch screen was on, but the display remained gray. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump via mobile app for insulin therapy.